Manufacturer narrative:
Section d6: date of implant and date of explant are not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of ¿an audible alarm, but no symbols were illuminated¿ was confirmed with the returned mobile power unit (serial # (B)(6). Visual inspection revealed damage on the patient cable assembly approximately 71 inches from the housing. Electrical testing confirmed a shorted condition with the underlying wires at this location that included the alarm echo wire associated with the reported event. Dissection of the damaged area confirmed several damaged/crushed underlying wires. The root cause of the audible alarm was conclusively determined to be due to a damaged patient cable; however, the root cause of damaged/crushed patient cable assembly could not be determined during the analysis. During the investigation there was an incidental finding of a damaged battery strap. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the mobile power unit alarm symbols and tone. ¿yellow mobile power unit battery indicator with beeping audio tone¿ or ¿yellow wrench light with beeping audio tone¿. Under section 3 ¿powering the system¿, explains mobile power unit usage. Check the top panel of the mobile power unit. When initially connected to power, the mobile power unit automatically performs a self test, the green power symbol is illuminated, and the yellow wrench and replace mobile power unit battery lights flash, and the mobile power unit beeps twice. After the self test, the green "power on" light should remain lit (figure 45). The mobile power unit is ready for use. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) was alarming while patient was connected to it and lying in bed. There was an audible alarm, but no symbols were illuminated on the mpu. Troubleshooting steps were performed included plugging the mpu into a different outlet and replacing mpu batteries, but mpu continued to alarm and still no symbols lit up on the mpu. The mpu was exchanged.